Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
Report 1 of 2. The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of vincristine via gravity. It was reported that the tubing set had been previously used to deliver an unspecified medication prior to the delivery of vincristine. After an unspecified length of time, an unspecified volume of vincristine leaked from a "crack" in the tubing at the distal end of the tubing set. An unspecified volume of chemotherapeutic agent came in contact with the pt's skin and clothing. The pt's skin was washed with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.